Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: during testing, the battery compartment was observed to be cracked with evidence of moisture inside. The leak test failed due to a battery compartment crack. The returned battery cap was unable to fully secure onto the pump, and had evidence of moisture on the interior of the cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and evidence of moisture was found on the internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged an intermittent power issue. It was also alleged that the battery compartment was cracked, and that the battery cap had never been replaced. There was also evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.